Manufacturer narrative:
This info has not been provided. Add'l info has been requested. Implant currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
A pt, implanted with prodisc-l at l5-s1 approximately one year ago, complained of extreme pain and was returned to the operating room for revision. Surgeon wanted to remove the prodisc-l and either plate the anterior or perform an anterior/posterior fusion. A vascular surgeon was brought in to provide access to the spine. As the vascular surgeon was attempting to get through the scar tissue from the previous procedure, he encountered excess bleeding. He was concerned that this excess bleeding would continue and decided to close the pt at that time. The revision procedure was not performed and the prodisc-l remains in the pt. This report is #3 of 3 for the same incident.